Event description:
It was reported that the patient with this right ventricular (rv) lead experienced light headedness due to intermittent threshold down to 2.5 volts. In addition, the patient underwent cardioversion and programmed sub threshold at 3.0volts at 0.4 milli seconds. Then, threshold was 4.0 volts at 0.4 milliseconds and patient was programmed to 4.5 volts at 6 milli seconds. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to therapy upgrade.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced light headedness due to intermittent threshold down to 2.5 volts. In addition, the patient underwent cardioversion and programmed sub threshold at 3.0 volts at 0.4 milli seconds. Then, threshold was 4.0 volts at 0.4 milliseconds and patient was programmed to 4.5 volts at 6 milli seconds. This rv lead remains in service. No adverse patient effects were reported.